Event description:
A territory manager (tm) contacted zoll customer support while attempting to fit a patient to report that the baseline setup could not be completed. The patient was fit with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete baseline) was confirmed. As received, the monitor was fully functional and able to detect and treat. Upon further evaluation, however, the monitor failed to supply belt node power. The cause of the inability to baseline is intermittent ability to supply belt node power. The cause of the intermittent ability to supply belt node power is a defective inverting charge pump component u612. The cause of the defective u612 cannot be positively identified. No adverse event resulted from the defective u612. The patient received a replacement monitor.